Event description:
It was reported that for the past four years the patient's speech understanding has decreased continuously. Testing was carried out which showed increased impedances and one short-circuit. The patient does not experience any hearing sensation on electrode channels 9 and 11. Re-implantation will be carried out in 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.